Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A 51mm bipolar, 28mm +0 c taper cocr head, and 9/132 omnifit hfx pressfit application stem were used in a hemiarthroplasty on (B)(6) 2021. On tuesday (B)(6) 2021 I was contacted by dr, who did the hemi, indicating the patient dislocated, and we would be revising the case. A 51mm bipolar, 28 +5 cocr c taper head, and 7/132 omnifit eon cemented stem was implanted on (B)(6) 2021, all implants from the primary hemi were explanted.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a uhr head was reported. The event was confirmed. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the medical records by a clinical consultant indicated "I can confirm that a dislocation of the implant took place since I was able to review xrays that showed the dislocation. I have no explanation why the surgeon found it necessary to remove the femoral implant. Regarding the possible root cause of this event, dislocation in the immediate post-operative period, in the absence of trauma, is almost always surgical technique related. No implant related issues apply in this case." -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient dislocated and a 51mm bipolar, 28mm +0 c taper cocr head, and 9/132 omnifit hfx pressfit application stem was explanted. A review of the medical records by a clinical consultant indicated "I can confirm that a dislocation of the implant took place since I was able to review xrays that showed the dislocation. I have no explanation why the surgeon found it necessary to remove the femoral implant. Regarding the possible root cause of this event, dislocation in the immediate post-operative period, in the absence of trauma, is almost always surgical technique related. No implant related issues apply in this case." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
51mm bipolar, 28mm +0 c taper cocr head, and 9/132 omnifit hfx pressfit application stem were used in a hemiarthroplasty on 12/11/21. On (B)(6) 2021 I was contacted by dr, who did the hemi, indicating the patient dislocated, and we would be revising the case. A 51mm bipolar, 28 +5 cocr c taper head, and 7/132 omnifit eon cemented stem was implanted on (B)(6) 2021, all implants from the primary hemi were explanted.